Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2017, it was reported that the handpiece was skipping during use. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, screw driver for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer (B)(4) has previously repaired/evaluated air dermatome serial number (B)(4) documented in the repair reports in livelink. The last repair was (B)(6) 2016 where it was reported that grafts do not match the settings and the width plates were replaced. This is not a related issue. Initial qa inspection of the air dermatome zimmer (B)(4) on (B)(6) 2017 revealed that the device calibration was out of specification .the technician noted that the motor did not run smoothly due to the vanes which were stuck but not erratic and corroded. It was also noted that the control bar was loose and recalibration is suggested and the technician recommended that preventive maintenance be performed on annual basis. Repair of the air dermatome was performed by zimmer (B)(4) on august 3, 2017 which included replacement of the motor, motor sleeve, ball bearing, o-ring, poppet housing, spring seal and external e-ring. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was noted that the control bar was loose. The root cause of the reported event was due to loose control bar that would move up and down when the surgeon applied pressure to take the graft, resulting in the inconsistent depth. The issue was resolved with the replacement of the motor, motor sleeve, ball bearing, o-ring, poppet housing, spring seal and external e-ring. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the handpiece was skipping during use. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The initial MDR was originally submitted as only a product problem. However, additional information was received to reflect an adverse event in addition to a product problem.

Event description:
Additional information was received that an additional graft was harvested and an intervention was required.